Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there were 5 instances of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 27 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to a damaged cartridge compartment. This report is processed under the voluntary malfunction summary reporting program. During investigation for unrelated complaints, there were 17 additional failures found.

Event description:
This report summarizes <noe> 27</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-71 years of age and between 30 and 240 pounds. Of the reported patients, 16 were male and 11 were female.